Manufacturer narrative:
Evaluation of the returned smart coil confirmed that the pet lock was broken on the proximal end of the pusher assembly, but not completely retracted. Further evaluation of the returned smart coil revealed that the pull wire within the ddt, the embolization coil was intact with the pusher assembly, and the ddt had an unknown harden material inside. During the functional test, a demonstration handle was attached to the proximal end of the pusher assembly. The handle was actuated, and the pet lock was further retracted; however, the pull wire remained within the ddt due to the unknown harden material and the embolization coil did not detach from its pusher assembly. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00596.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acomm) using penumbra smart coils (smart coils) and a penumbra smart coil handle (handle). During the procedure, a smart coil would not detach with the handle. Therefore, the smart coil was removed, and the handle was not used for the remainder of the procedure. The procedure was completed by using a new smart coil and new handle. There was no report of an adverse effect to the patient.